Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate.

Manufacturer narrative:
Device was returned for evaluation. The device is in fairly good condition. The complaint was opened for t2 pre deployment. T1, t2 and suture were not returned. There is no sign of aggressive use. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed.

Event description:
It was reported t2 deployed prematurely. No patient injuries were reported.